Manufacturer narrative:
Additional information received; b5 and h6 updated.

Event description:
Additional information was received that indicated the patient was needing an off-pump coronary artery bypass (opcab).

Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella 5.5 support. Suction was reported. Prior to the placement of the 5.5 and a right ventricular assist device, bleeding occurred at the intra-aortic balloon pump removal site. Two units of packed red blood cells were administered. Anticoagulation was put on hold. Red urine was also documented.

Manufacturer narrative:
Clinical assessment: a 73-year-old male patient with known coronary artery disease presented with acute myocardial infarction and cardiogenic shock, with a lactate level of 4.0 mmol/l. The patient required support with an intra aortic balloon pump, more than three inotropes/vasopressors, and respiratory support prior to impella placement. An impella 5.5 was inserted via the right axillary/subclavian artery. A complaint was filed regarding the patient requiring volume after an impella suction alarm and the occurrence of hematuria. Ultimately, care was withdrawn, and the patient expired. Engineering assessment: during impella 5.5 support concurrent with rvad support, suction alarms triggered which were resolved by administering volume. Separately, 2 units of blood were administered due to bleeding at the prior iabp access site - systemic anticoagulation was on hold at the time for the prior bleed.

Manufacturer narrative:
D6b updated. The investigation is still ongoing.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: analysis summary ; no product return. Log analysis: suction alarms occurred, suction alarms late into 12/19 did resolve on 12/20 but the alarms returned on 12/21 and during support more suctions seen. Purge spikes, quick resolved positioning alarms and low placement signal alarms seen. No mc spike outside of p-level changes seen and flows were within specified limits. Low or blocked pump flow (suctions): the root cause of low pump flow (suction) was patient related since it resolved after blood given. Device history review: the pump passed all the post sterile inspection checks.